Event description:
Allegedly pt had tibial plateau fracture due to trauma. Used "osteoset" to promote healing. No hardware used. Pt returned with an infection. Cultured clostridium positive rods. Pt had surgery to repair closed fracture. Osteoset bone graft substitute was used. Pt has a post-operative wound infection: clostridium.